Manufacturer narrative:
The reported event that drill, 1.9x105mm, wl 41mm, ao-shaft, sterile was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However, some of the possible causes of the reported failure could be too much force applied during drilling, use of drill without drill guides, insufficient maintenance/refurbishing process etc. Hence, based on the available information, the root cause was attributed to a user related issue. A review of the labeling did not indicate any abnormalities. IFU advises to examine the devices prior to every surgery. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and resterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with compendial specifications. The cleaning & sterilization guide clearly states that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ a device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A variax drill bit broke in a patients bone during a distal radius procedure. The broken portion ( 1cm) of the drill bit remained in the patient bone and was unable to be retrieved by the surgeon. The theatre num has raised this to stryker's attention by email for the first time on (B)(6) 2017. The broken drill bit remaining out of the patient was discarded by the theater staff after the operation. Surgeon noted this during the procedure the tip of the drill bit broke and remained in the distal radius bone of the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
A variax drill bit broke in a patients bone during a distal radius procedure. The broken portion ( 1cm) of the drill bit remained in the patient bone and was unable to be retrieved by the surgeon. The theatre num has raised this to stryker's attention by email for the first time on (B)(6) 2017. The broken drill bit remaining out of the patient was discarded by the theater staff after the operation. Surgeon noted this during the procedure the tip of the drill bit broke and remained in the distal radius bone of the patient.